Event description:
Boston scientific received information that the right ventricular lead exhibited over sensing of noise. No pacing inhibition was observed. There were also unspecified impedance issues and lead body damage noted. Subsequently the rv lead was explanted and a new lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection of the lead revealed a damaged insulation at 15.5 cm distal to the is-1 connector pin as mentioned in the complaint description. In that section, the lead body was found squeezed and deformed. The outer conductor coil was fractured in this area. These observations can be considered to be the root cause for the oversensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.